Event description:
Tech alleged stretcher was not braking properly. The brake casters would set and hold at head end, but foot brakes would not engage.

Manufacturer narrative:
Tech found foot brake linkage broken. He replaced the foot brake linkage to resolve the issue.